Manufacturer narrative:
Age at time of event: over (B)(6). Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10844. It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. The laa was long, deep and windsock shaped. The watchman access system was positioned in the laa and a 27 mm watchman laa closure device and delivery system was advanced. The closure device was deployed and it was noted there was probably close to a centimeter of depth still remaining in the appendage. However, the device met all criteria and was therefore released. Post implant imaging revealed no pericardial effusion. Sometime that day the patient developed pericardial effusion with tamponade. Pericardiocentesis was performed and 1 liter of blood was initially drained. Platelets were administered. The drain was kept in overnight and an additional 500 cc was removed but the amount was slowing. There was no effusion on the echocardiogram at that point. The patient was stable. No further patient complications were reported.